Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump had emitted an empty cartridge alarm before the cartridge was empty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: there was an empty cartridge alarm observed in the black box history; the remaining insulin reading was zero units. During testing, the pump performed the ezprime steps and a cartridge was loaded and primed to 90 units remaining. The cartridge was then removed and the pump accurately represented the remaining insulin in the cartridge. The cartridge was reinserted and primed until the pump emitted an empty cartridge alarm. The cartridge was removed and found to be empty. The original complaint could not be duplicated or confirmed.